Event description:
It was reported that when the stylet was pulled back when using it, the stylet was extended. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use-related. One stiffening stylet threaded through a t-lock was returned for evaluation. An initial visual observation showed the core wire of the stylet was broken, and the coiled wire was unraveled proximal to the t-lock. The portion of the coiled wire distal to the t-lock was observed to remain tightly coiled. A microscopic observation showed the coiled wire ended abruptly and the weld tip of the stylet was missing. The fracture surfaces of both the core wire and the coiled wire were observed to be angled and lustrous with linear striations leading up to the peak of the breaks, indicating the stylet was cut with a sharp instrument such as scissors or a scalpel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the stylet was pulled back when using it, the stylet was extended. There was no reported patient involvement.